Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that during a procedure, the radiologist attempted to remove the guidewire from the catheter, but it became stuck. The wire and catheter had to be removed together, and the procedure was performed with a different device. No part of the device was left in the patient, and there were no injuries or additional procedures.